Manufacturer narrative:
As part of quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (potential manufacturing error) and product code lxh.

Event description:
Potential manufacturing error. It was reported that, "triathlon ts instrumentation was brought into hospital to show to the surgeon. When I picked up the femoral trial from the instrument tray, I cut myself on the edge of the trial where the dovetails are machined for distal augments."